Manufacturer narrative:
Patient demographic unknown. Per RMA a new kvm was swapped by (B)(4) rep. Per evaluation at power up, no issues were observed, as it switched between both computers without issues. Ran the keyboard, video, mouse (kvm) for 24 hours and repeated the testing several times through out the day and no issues were observed. No impact on patient outcome reported.

Event description:
Surgeon reported at the end of the surgery when the surgeon has pressed the button in the polestar view station to change from the scanner computer to the navigation computer the video signal had gone and there was a message within the monitor saying "no video input". After unplugging the kvm power cable and plugged it in again it had started to work. No impact to patient reported.